Event description:
This report was received from (B)(4) and is a spontaneous consumer report with supplemental information provided by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day. The cause of peritonitis was unknown. Treatment was not reported. On (B)(6) 2012, the patient was discharged. The peritonitis was recovered.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11k01045 and h11j13117 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. This is report 1 of 2 involved in this peritonitis event.